Event description:
The device is a loaner owned by the MFR. Upon return of the loaner from a device user, it was noted during inspection, the display screen was not working correctly. This observation was made at the MFR's factory and no pt was involved.

Manufacturer narrative:
The late submission is due to a misinterpretation of the date on which the problem was discovered. Although the MFR's repair technician's documentation of a faulty display occurred on 11/2/06, the device was received and powered-on by the MFR on 10/26/06 and it was on that date the faulty display was first observed. No device user reported the problem, so the problem appears to have occurred subsequent to the last clinical use of the device. The device is an automatic external defibrillator (AED) and the actual device involved (a loaner owned by the MFR) was returned by the user facility. Upon loaner return inspection, it was noted that the display screen was not working correctly. The user facility that had the loaner made no complaint of a problem with the display screen, indicating that the problem may have occurred subsequent to the last clinical use of the device. The display screen problem was confirmed by the MFR on 11/2/06. Investigation isolated the problem to the display screen itself. Replacement of the display screen restored normal device operation and the device subsequently passed all testing. The conclusion of the investigation is that the failure of the display screen was confirmed and that the display screen itself had failed.